Event description:
The reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was intermittently unresponsive to button presses. The reporter also alleged that the pump was slow to responding to button presses. She also claimed that the buttons would have to be pressed several times and hard to get the pump to respond. The reporter denied exposure of the device to moisture.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to button presses. The buttons required excessive force for the pump to respond. The keypad appeared to be swollen. The keypad was removed and adhesive/contamination was observed under the button contacts.